Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: it was reported that on (B)(6) 2020, two (2) expedium drivers, were the distal tip of the screwdriver broke while inserting screws on a revision case since the patient needed an adjacent segment. There were no fragments generated from the broken device. The surgery was proceeded to over tap due to hard aphoristic revision bone. The screwdrivers were moved by the sales consultant with an extra screwdriver. There was no delay in surgery. The procedure was successfully completed. The patient's status was fine. Concomitant device reported: unknown screws (part#: unknown, lot#: unknown, quantity unknown). This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the xpdm quick-con si poly screwdriver (part # 279712400 lot # mi74072) was received at us cq. The device was received with all components present. The distal tip of the device is broken as the drive feature has completely broken off. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified, the distal tip of the device is broken. Dimensional inspection: distal tip was completely broken so shaft diameter just proximal to the breakage was measured. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received xpdm quick-con si poly screwdriver (part # 279712400 lot # mi74072) as the distal tip of the device was broken. The drive feature was completely broken off. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly screwdriver was conducted identifying that lot number mi74072 was released in a single batch. Batch1: lot qty of 53 units were released on 12 apr 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as (B)(6). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision procedure on (B)(6) 2020, the distal tip of two (2) expedium drivers broke while inserting screws. The patient was determined to have hard aphoristic revision bone. The screwdrivers were moved by the sales consultant with an extra screwdriver. Procedure was completed successfully with no delay. Patient was fine. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for an expedium quick-con si poly screwdriver. This is report 1 of 2 for (B)(4).